Manufacturer narrative:
(B)(4). Cuvette lot# k2p3c099. Method: no related ncmrs for this instrument. Cuvette device history records reviewed and found to meet specification. Itc has requested all data required for form 3500a.

Event description:
Patient self-tester reports inconsistent results with the protime microcoagulation system. Patient indicated his protime result was 5.6 inr. When testing three days later, protime generated 1.6 inr and test performed at the reference laboratory on the following day produced a result of 2.6 inr. Patient's therapeutic range: 2.5-3.0 inr. No adverse event(s) reported.